Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the synchron lxi 725 clinical system. The erroneous results were reported outside of the laboratory. Subsequent testing produced lower results within the normal reference range. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in plastic lihep plasma tubes. Qc was within specifications prior to and on the day of the event. A routine system check performed on (B)(6) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched (B)(6) 2010 for this event. Fse performed troubleshooting and replaced multiple hardware parts and performed all necessary alignments. Fse performed a system check and carryover test which both passed within instrument specifications. Fse then calibrated accutni and performed qc which passed.